Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the sipap ventilator has glitching screen and has e51 (oxygen sensor cannot be calibrated by user (bad offset or high gain)) error message. The customer confirmed that the is no patient involvement associated with this reported event.